Manufacturer narrative:
Per manufacture, user did not follow IFU prior to device use.

Event description:
Bronchial cuff would not hold air and thus could not isolate the desired lung, extubated and reintubated with different tube. Patient condition was not affected.